Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture . Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient had undergone a bilateral breast augmentation surgery with implantation of two unknown gel protheses. Post-operatively, the patient indicated that they experienced a rupture of the right breast prothesis which was visualized with mammogram imaging. As a result, the patient has indicated a removal of the both implants scheduled on (B)(6) 2021.